Event description:
Customer called to report that reagent probe a of the unicel dxc 600 synchron system was leaking during priming. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to ensure that the probes were securely positioned and to clean and prime the probes. The probe continued to leak, so the cts generated a service request. On the following day, the field service engineer (fse) inspected the instrument and replaced reagent probe a and the wash collar valve. The fse then verified instrument performance to ensure that the services performed effectively resolved the leak issue. Customer stated that no patient results were affected and that no one was harmed as a result of the instrument issue.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).